Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was dislodged after the procedure, resulting in failure of hemostasis. Manual compression was applied to achieve hemostasis. There was no reported patient injury. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A complete simulated deployment test could not be performed, as the unit was received in a partially activated state. However, the deployment lever was fully depressed to verify that the internal mechanism was not obstructed. This action confirmed that the mechanism functioned as intended, transitioning smoothly to the fully deployed configuration and completing the deployment of the portion of the plug that remained on the delivery shaft. A high-magnification microscopic evaluation was performed to examine the internal mechanism of the device. The state of the unit received was consistent with a partially actuated configuration. After the deployment lever was fully depressed, no abnormalities were observed, and the mechanism achieved the expected fully deployed internal configuration. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed and the plug partially deployed from the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine exactly what factors may have contributed to the reported inaccurate placement of the plug since the device was received in a condition that does not match the event description provided. However, user-related factors (user error) may have likely been a contributing factor to the reported event as the deployment lever was received partially depressed and the plug partially deployed. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was dislodged after the procedure, resulting in failure of hemostasis. Manual compression was applied to achieve hemostasis. There was no reported patient injury. There were no visible signs of device or package damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The device was returned for evaluation.